Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information has been requested. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that during an implant procedure, this right ventricular (rv) lead became stuck in the tricuspid valve. Consequently, another rv lead was added to the septum. The leads were reportedly connected to the device and the device was programmed to vvi. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating the rv lead was surgically abandoned at the point where it became stuck. This lead was never in service.